Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries, high voltage cable, and the back plane. The system operates as intended.

Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.